Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. After the pump was explanted, the aic experienced a shutdown. No further information was provided concerning the issue or resolution. Additional information was provided that noted the patient expired with no allegation against the aic or impella related to the patient¿s death.

Manufacturer narrative:
The investigation for the reported aic - shutdown issue has been completed. The product was returned and the issue was confirmed. The root cause the issue was an eeprom programming issue. This report is being filed as part of a retrospective review of historical records.